Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms. There was a suspected lead fracture noted. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.